Manufacturer narrative:
Device was not explanted. Investigation pending.

Event description:
In 2007, the distributor reported that an hour after surgery, the surgeon had to remove one screw to readjust. The surgeon used a revision handle and the revision screwdriver. It was not possible to unlock the nut from the screw. The surgeon attempted to revise the screw with both screwdrivers and was unable to explant the device. The procedure was completed without revising the screw. There was no report of injury or surgical delay.